Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the unit had excessive oil at the dumbbell joint and also had excess oil at the distal joint. The seals have failed and allowed hydraulic fluid to escape. The unit also failed the 50 pound weight test. The piston migration was at 2.65 inches, which is indicative of hydraulic fluid loss which was caused by the seal failures at the dumbbell and distal joints. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seals within the dumbbell joint and distal joints. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was not keeping pressure or inflation. Position was lost while instruments were inside the patient. The procedure was completed with manual manipulation. No patient injuries were reported.